Event description:
The customer reported via phone call that they had a vibrate and beep anomaly. Customer stated the insulin pump would not beep or vibrate when there was a low reservoir. Customer also reported the insulin pump failed a self-test during troubleshooting. Customer's blood glucose was unknown. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No audio anomaly was noted during the self test. However, the insulin pump did not vibrate due to a broken vibrator wire. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked belt clip slot and cracked reservoir tube lip.